Event description:
It was reported that the customer was hospitalized due to diabetes. The caller did not have the insulin pump at time of call. The daughter stated that they removed the insulin pump from the customer because they can control his blood glucose better. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.